Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose was over 600 mg/dl and she did a complete set change and was unable to get drop to come through. Customer stated she things it was occluded but her spouse eventually got the drops to come through. Customer was cleaning home and getting dinner. Customer was experiencing unstable headaches. Customer did not contact her doctor. Customer treated with the device and manual injections. Customer declined troubleshooting. No further information reported.